Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The procedure was completed. The physician reported that the patient had 2 lesions - the first lesion was 2.5 cm located in the right lung. A lobectomy was scheduled for that lesion; however, a second lesion (ground-glass) was identified and biopsied. This lesion was 1.2cm, located in the left upper lobe, and very close to the pleura. Computed tomography (CT) identified a 20% pneumothorax, a pigtail catheter was placed to resolve the pneumothorax, and the patient was hospitalized overnight. There was no report of any issues or malfunction with the ion system, instruments, or accessories.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube (pig tail) was placed to resolve the pneumothorax.